Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Retained by hospital

Event description:
Presented to ER with constant pain x5 days on (B)(6) 2015. X-ray revealed dislocated hip replacement. Scheduled for hip revision revised with constrained insert and +4 head.